Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. Patient deaths were referenced in the article; however, there was no specific device model/serial number correlation or any indication that the deaths were product-related. There were also patients who experienced lead dislodgements, pocket infections, unspecified lead ¿failure,¿ and decubitus ulcers. There were leads subject to recall by the manufacturer. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. Patient deaths were referenced in the article; however, there was no specific device model/serial number correlation or any indication that the deaths were product-related. There were patients who received inappropriate shocks. There were also patients who experienced lead dislodgements, pocket infections, unspecified lead ¿failure,¿ and decubitus ulcers. There were leads subject to recall by the manufacturer. There were also reports of oversensing, t-wave oversensing, and an apparent fracture. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.